Event description:
Info received indicates the bed would not stay level. When the bed was failed, it would slowly go into trendelenburg.

Manufacturer narrative:
The technician found a seal in one valve which was not seated properly. The technician adjusted the seal and tightened the valve to repair the bed.